Event description:
It was reported by repair work order that the brakes would not hold due to worn cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.